Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 4.1 failed to close. A field service engineer (fse) identified that the bearing cage was busted, removed the cubies from the faulty drawer, added it to new drawer and configured it to resolve the issue. Fse also opened the top cover and removed dust from the top cover. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer would not close due to broken track. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.